Event description:
Caller states that he performed back to back readings on the same device with the following results: 312mg/dl and 154mg/dl. No action taken based on the results. Customer had the device incorrectly coded. No qcs were used. Requested return of suspect device and replacement was sent.